Manufacturer narrative:
An abandoned procedure was reported to abbott. The physician could not implant due to patient anatomy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported that during a trial lead implant procedure on (B)(6) 2021 it was not possible to position the lead in the right location due to patient's anatomy. As such, the procedure was abandoned. The patient underwent additional surgery on (B)(6) 2021 wherein in a lead was implanted.